Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and atrial fibrillation ("atrial fibrillation") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included hypertension, sleep apnea, asthma, gravida ii and parity 2 (1995, 2010). Concurrent conditions included morbid obesity, sinus disorder, nasal congestion, runny nose, cough, itchy eyes, diabetes, allergic rhinitis and urine abnormal. Concomitant products included amoxicillin since (B)(6) 2017 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In 2012, the patient experienced atrial fibrillation (seriousness criterion medically significant). On (B)(6) 2017, 6 years 5 months after insertion of essure, the patient experienced vulvovaginal mycotic infection ("yeast vaginitis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia (painful sexual intercourse),") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, migraine, headache, weight increased, vaginal haemorrhage, menorrhagia, fatigue, vulvovaginal mycotic infection, depression and anxiety had not resolved and the atrial fibrillation, menstrual disorder, cystitis, urinary tract infection, vaginal infection and dyspareunia outcome was unknown. The reporter considered anxiety, atrial fibrillation, cystitis, depression, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. She is currently planning for essure removal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received. Following events were added: depression and mental anguish. Event infections was updated with yeast vaginitis. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / pain pelvic/ pelvic area pain") and atrial fibrillation ("atrial fibrillation") in a 34-year-old female patient who had essure (batch no. 628196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included hypertension, sleep apnea, asthma, gravida ii, parity 2 (1995, 2010), abdominal pain, right lower quadrant pain, left lower quadrant pain, premature labor and pregnancy. Concurrent conditions included morbid obesity, sinus disorder, nasal congestion, runny nose, cough, itchy eyes, diabetes, allergic rhinitis and urine abnormal. Concomitant products included amlodipine besilate (amlodipine besylate) since 28-mar-2017, amoxicillin since 6-jan-2017, hydrochlorothiazide since 28-mar-2017, metformin since 28-mar-2017, nsaids since august 2010, paracetamol (acetaminophen) since august 2010 and valsartan. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010 the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month after insertion of essure. In september 2010, the patient was found to have weight increased ("weight gain"). In march 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2012, the patient experienced atrial fibrillation (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced vaginal infection ("vaginal infection/ infection (bladder/urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("yeast vaginitis"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with fluconazole (diflucan) and underwent treatment due to complications from the essure device. Essure treatment was not changed. At the time of the report, the pelvic pain, migraine, headache, weight increased, vaginal haemorrhage, menorrhagia, fatigue, vulvovaginal mycotic infection, depression and anxiety had not resolved and the atrial fibrillation, menstrual disorder, cystitis, urinary tract infection, vaginal infection and dyspareunia outcome was unknown. The reporter considered anxiety, atrial fibrillation, cystitis, depression, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plantiff underwent treatment due to complications from the essure device. She is currently planning for essure removal. Essure insertion date discrepancy- 07-oct-2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Ultrasound scan - on 26-jan-2010: there is a single living intrauterine pregnancy in cephalic presentation with a posterior placenta. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-apr-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and atrial fibrillation ("atrial fibrillation") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included hypertension, sleep apnea, asthma, gravida ii and parity 2 (1995, 2010). Concurrent conditions included morbid obesity, sinus disorder, nasal congestion, runny nose, cough, itchy eyes, diabetes, allergic rhinitis and urine abnormal. Concomitant products included amoxicillin since (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In 2012, the patient experienced atrial fibrillation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia (painful sexual intercourse),") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, atrial fibrillation, infection, menstrual disorder, cystitis, urinary tract infection, vaginal infection, migraine, headache, dyspareunia, weight increased, vaginal haemorrhage, menorrhagia and fatigue outcome was unknown. The reporter considered atrial fibrillation, cystitis, dyspareunia, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plantiff underwent treatment due to complications from the essure device. She is currently planning for essure removal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs+mr received, reporter added, patient concomitant and historical condition added,concomitant drug added, events added as follows- cystitis, urinay tract infection, migraine, headache, atrial fibrillation, dyspareunia, weight increased, vaginal haemorrhage, menorrhagia, fatigue, device monitoring procedure not performed. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and atrial fibrillation ("atrial fibrillation") in a 34-year-old female patient who had essure (batch no. 628196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included hypertension, sleep apnea, asthma, gravida ii, parity 2 (1995, 2010), abdominal pain, right lower quadrant pain, left lower quadrant pain, premature labor and pregnancy. Concurrent conditions included morbid obesity, sinus disorder, nasal congestion, runny nose, cough, itchy eyes, diabetes, allergic rhinitis and urine abnormal. Concomitant products included amlodipine besilate (amlodipine besylate) since (B)(6) 2017, amoxicillin since (B)(6) 2017, hydrochlorothiazide since (B)(6) 2017, metformin since (B)(6) 2017, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since august 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced atrial fibrillation (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("yeast vaginitis"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and dyspareunia ("dyspareunia (painful sexual intercourse),") and was found to have weight increased ("weight gain"). The patient was treated with underwent treatment due to complications from the essure device. Essure treatment was not changed. At the time of the report, the pelvic pain, migraine, headache, weight increased, vaginal haemorrhage, menorrhagia, fatigue, vulvovaginal mycotic infection, depression and anxiety had not resolved and the atrial fibrillation, menstrual disorder, cystitis, urinary tract infection, vaginal infection and dyspareunia outcome was unknown. The reporter considered anxiety, atrial fibrillation, cystitis, depression, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plantiff underwent treatment due to complications from the essure device. She is currently planning for essure removal. Essure insertion date discrepancy- (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Ultrasound scan - on (B)(6) 2010: there is a single living intrauterine pregnancy in cephalic presentation with a posterior placenta. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received :lot number added. Medical history added. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstruation issues"). At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.